Event description:
Customer reported an issue with the accutorr v monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the spo2 module. Unit was calibrated and safety tested to factory specifications.